Event description:
Yekkowish dischargem redness around catheter insertion site more than six days following open cholecystectomy procedure. On third day of marcaine infusion, pump was removed and replaced with a new pump that was reattached to the original catheters. Pt was intravenously treated with vancomycin for infection. Pt discharged from ICU on monday, february 2005.